Event description:
The customer reported that there were several alarms but no events saved. All curves on the entire central monitoring unit are closed. Cannot make settings or close alarms (for example). The central monitoring unit still has a current display of parameters and was rebooted and currently works. There was no report of adverse event or patient harm.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The customer reported that there were several alarms but no events saved. All curves on the entire central monitoring unit are closed. Cannot make settings or close alarms (for example). The central monitoring unit still has a current display of parameters and was rebooted and currently works. There was no report of adverse event or patient harm.

Manufacturer narrative:
Attempts were made to clarify the exact issue the customer was reporting, what monitoring devices were in place during the event, the serial number of the infinity central station in question and any device logs to help identify the problem however no further information was available. The complaint states the infinity m500 with power as the suspected component, but it is unclear at this time if this device contributed to the root cause. The customer stated that a reboot of the central station worked to resolve the issue. The instructions for use for the iacs warns the iacs and m540 be used for primary diagnosis and the ics for patient viewing only.

Event description:
The customer reported that there were several alarms but no events saved. All curves on the entire central monitoring unit are closed. Cannot make settings or close alarms (for example). The central monitoring unit still has a current display of parameters and was rebooted and currently works. There was no report of adverse event or patient harm.